Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that throughout the last week, the customer had experienced blood glucose (bg) levels in the 70s range (mg/dl). The customer drank juice or consumed food to address bg level. Reportedly, the bg level was likely due to the customer having difficuly counting carbohydrates and entering too many carbohydrates for a meal during a bolus request. In addition, the pump settings are still being adjusted by the customer's healthcare provider.